Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative left-sided rupture. Mammogram performed on (B)(6) -2020 indicated the rupture. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2020.

Manufacturer narrative:
On 25-aug-2020, the analysis was completed based off of a photo that was provided. Investigation summary: upon the visual evaluation of the image provided in the complaint, the implant was observed ruptured. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-sep-2020, it was found that foreign mater was mistakenly reported on the previous report. The investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation of the device, two (2) areas of siltex cracking were observed on the posterior aspect. Additionally, two (2) tears (a and b) were noted within each siltex cracking; the tear a measuring approximately 0.5 cm, and the tear b measuring approximately 1.0 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-sep-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the patient's symptoms and the condition of the suspected medical device. The patient experienced late onset seroma. Upon receipt of the device, several brown spots were observed. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On august 3, 2022, mentor became aware that patient also experienced left side capsular contracture; baker grade unknown in addition to rupture and seroma. Clinical code capsular contracture has been added to field h6 on this form. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On august 17, 2022, device and photo evaluations were re-completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 325cc breast implant had two (2) areas of siltex cracking on the posterior view. In addition, two (2) tears (a and b) were observed within each siltex cracking; the tear a measuring approximately 0.5 cm, and the tear b measuring 1.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: rupture, seroma, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).